Event description:
It was reported that the customer experienced on-going, continuous low blood glucose (bg) levels of 30-40 mg/dl range and became unconscious. Bg cause was unknown. Reportedly, the customer regained consciousness and addressed bg level by consuming carbohydrates. A system check was performed, and it was found that the customer was using off label insulin (u-200) within the pump supplies and currently taking mounjaro medication. Recommendation was made to consult with a healthcare provider regarding diabetes management.